Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a failed transmitter error. The transmitter had been in use less than 3 months. Customer reported a blood glucose level (bg) in the 30's mg/dl due to an inactive continuous glucose monitor session. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. A root cause could not be determined. A replacement transmitter was sent to the customer.